Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument and performed failure analysis. The instrument was analyzed and the complaint was not confirmed by failure analysis. There was no detached part of the instrument observed during visual inspection. The distal end part was in place and not damaged. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, part of the tip of the vessel sealer extend (vse) became detached from the device and was retrieved from the patient. The device was removed and replaced to complete the operation. The procedure was completed.